Event description:
It was reported that the stent moved on balloon. The 98-99% stenosed target lesion was located in the mildly tortuous and moderately calcified saphenous vein graft (svg) to obtuse marginal artery. There was no pre-dilation performed prior to advancement of a 4.00 x 20mm synergy xd drug-eluting stent. However, the stent would not cross the lesion and when the device was pulled back to the proximal svg, it was noticed that the stent moved on the balloon. An attempt to remove the stent was made, but the stent could not be removed without sliding off the balloon. The stent was deployed in the proximal svg to avoid losing it any further. After stenting, a balloon was advanced to dilate the lesion. An additional synergy xd was deployed successfully, and the procedure was completed. No patient complications were reported.